Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and was unable to duplicate the customer reported malfunction. The unit was functioning as intended. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator heater was reported to have a smoking smell. The patient was transferred to another ventilator without harm.